Manufacturer narrative:
(B)(4). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice rite functional test ((B)(4)) and the homechoice rite electrical test ((B)(4)). The cover was opened and an internal inspection performed. No problems were revealed during this inspection and all connections were correct and secure. The reported issue of: "program changed by device" (4 to 6 cycles) was confirmed in the therapy log, but not duplicated during pal evaluation. The assignable cause: undetermined. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of program changed by device. The device met specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The customer contacted a baxter technical service representative (tsr) to report cycles changing on a homechoice (hc) machine during use. The caregiver (cg) stated that the cycles changed from 4 to 6. The caregiver requested a swap of the machine. Per the cg, the home patient (hp) will not use the hc and has been using manual supplies for the past four nights. The registered nurse (rn) will program the new hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.